Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and alarmed button error. The customer's blood glucose reading was 133 mg/dl at the time of incident. Troubleshooting found that the reservoir leaked from the bottom of the device and there was insulin in the reservoir compartment. Customer also indicated that the leak went past both o-rings. Customer indicated that the reservoir has been thrown out. No further details given.